Event description:
A customer reported that after the system had passed priming, the probe was not recognized, and the cutting speed decreased from 5000 cuts per minute (cpm) to 2500 cpm during surgery. After the probe was replaced, the procedure was completed with no harm to the pt.

Manufacturer narrative:
No system related samples or a current event log have been received for evaluation. Therefore, the reported event of "system intermittently recognizing the probes" could not be replicated or confirmed. The root cause of the reported event could not be conclusively determined without a system related sample to evaluate. (B)(4).